Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device valve seal was damaged. The rubber gasket dislodged when a grasping device was put through the trocar, it fell into the patient and was removed with a laparoscopic grasper. A new trocar was used in order to complete the case. There was no patient injury involved.